Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Device 2 of 2 reference MFR. Report#: 3006705815-2020-02583.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2020-02583. It was reported the patient experienced pain/discomfort near their lead site. In turn, the patient's leads were relocated via surgical intervention on (B)(6) 2020. Surgical intervention addressed the patient's issue.